Manufacturer narrative:
The following components were received in the return: catheter assembly with hub intact and sensor and tether wires removed. Visual inspection of the catheter was found to be normal. Visual inspection of the distal end of the delivery system identified a slight bump in material. The event could not be reproduced and assessed for difficulty releasing due to the sensor not being returned because of prior deployment; consequently, the investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During implant procedure, the physician experienced an issue with the cardiomems sensor sticking to the delivery catheter. Prior to implant, all lines and catheters were flushed frequently. The scrub tech agitated the cardiomems delivery catheter tip in a bowl of heparinized normal saline for 30 seconds. When the physician deployed the device and retracted the delivery catheter, the cardiomems device came back with the catheter. The distal loop seemed to be what was sticking. It was unclear if the device did not fully separate from the catheter upon deployment, or if it re-adhered. Another physician stepped in to assist and was able to use the pa catheter to move the cardiomems off the delivery catheter and into an acceptable position. Calibration was completed without issue and readings were successfully obtained post procedure. The physician reported that the delay to procedure was clinically significant to the patient due to prolonged sedation.